Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 140 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was at the doctor's office when they received a button error alarm and silenced it for 30 minutes. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome switch on the act button. No button error alarms were noted. The lcd connector was inspected, and no anomaly was noted. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.